Manufacturer narrative:
B5 - the patient had a bcva of 20/20 after explant. Per email received on (B)(6) 2021, " a replacement lens has not been implanted yet, as we are still waiting for pigment/iritis to resolve." In addition the reporter also stated that high icl vault caused ugh syndrome. H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim#:(B)(4).

Manufacturer narrative:
Additional data: b5: the lens was explanted due to elevated intraocular pressure (iop) and unreactive (fixed) pupil/iris. The pis were enlarged by yag on 26-feb-2021. The cause of the event was the device. Recent post-op visit found eye still with pigment in ac and fixed iris. H3: device evaluation not required. H6: health impact- clinical code: 4581 - unreactive (fixed) pupil/iris h6: health impact - additional surgery: 4625 - enlarge pis by yag corrected data: b3: 08-feb-2021. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -14.50/+3.0/072 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to ugh syndrome caused iris atrophy and continuous pigment in the anterior chamber. Removal went well without complications. Additional information has been requested but none has been forthcoming.